Manufacturer narrative:
The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support report to that universal surgical manipulator (usm) 3 would not recognize any instruments. The customer sent a picture of the issue to the technical support engineer (tse) and it was identified that error code 23118 was presented on usm 3, however, the system was not connected to onsite. The tse outlined some steps to troubleshoot and resolve the issue, such as checking/swapping/replacing the instrument and/or endoscope, checking/swapping/replacing the drape, restarting the system without emergency power off (epo), and restarting the system with epo. The customer advised that all steps were taken, but unsuccessful in resolving the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was not resolved during the procedure. As a result, usm 3 was disabled and the procedure was completed robotically without injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue with the universal surgical manipulator (usm) not recognizing instruments and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 22020 triggered indicating an instrument failed to engage when installed on an in-house system. The usm was installed on a test fixture where carriage strength failed on degrees of freedom (dof) 7 and 8 and carriage friction test on dof 8. The complaint was confirmed based on the field evaluation and failure analysis. The root cause is attributed to component failure with dof 7 and 8 on the carriage of the usm.

Event description:
Refer to h11 for follow-up information.